Event description:
During a transapical tavr procedure, post deployment the 26mm sapien xt valve was slightly ventricular (40/60 aortic/ventricular) with perivalvular leak (pvl) and a 2nd valve was implanted. The pusher was retracted and the valve was positioned 50/50 across the annulus, and was coaxial. It was noted that in order to capture the full length of the native leaflets and also be within the annulus; the positioning would have to be almost perfect. The valve was deployed with rapid ventricular pacing at 180bpm and slowly inflated. The valve did shift slightly ventricular during deployment and landed in a 40/60 position a/v. Immediately post deployment, the tee probe was advanced and some moderate pvl was evident and the echocardiographer expressed concerns about overhanging native leaflets. In the short axis view all three leaflets were coapting, but the team felt that the ventricular positioning of the valve was contributing to the pvl and low diastolic pressure. The potential for the overhanging leaflets to become a problem in the future led the team to decide to implant a 2nd valve more aortic. A 2nd sapien valve was deployed approximately 3mm more aortic to the 1st valve in a 60/40 a/v position to the native annulus. There was no evidence of pvl or central leak via tee or angiogram. The sheath was removed from the lv and the apex was closed. The patient removed hemodynamically stable throughout the case. It was unknown why the valve moved ventricular during deployment. It was not believed that there were any anatomical features (e.g. Narrow sinotubular junction) that may have caused the valve to shift during deployment. There may have been some stored tension within the system that caused the movement.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition with paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report the cause of the slight malposition of the valve may have been related to stored tension in the delivery system causing the valve to move during deployment. Other reported risk factors which could have contributed to ventricular malposition include a 24mm annular diameter with mild calcification of the leaflets and aortic root. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.